Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's device had been shut off for probably a year now because it just wasn't working. It was reported that it was shocking them and it was implanted not where it should be. The patient talked to their doctor about it and they were surprised they didn't take it out. No further complications were reported as a result of this event.